Manufacturer narrative:
Additional information: d9, g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of this failure is attributed to wear and tear resulting from repeated insertion and/or removal of the device, as well as extended use in the field. Manufacturing date 2022.

Event description:
It was reported that during an invers shoulder surgery the trial was damaged. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The reported event was confirmed as the visual evaluation of the received ar-9530s-03 with batch 499919 noted that the device has some damage around the big hole and there are marks on the device¿s surface (see evaluation pictures 1 + 2). A functional test was not performed due to the damage to the device. The most likely cause of this failure is attributed to wear and tear resulting from repeated insertion and/or removal of the device, as well as extended use in the field. Manufacturing date 2022.